Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es patient/order interface problem error occurred on the station. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient/order interface problem error had occurred due to the network interruption. Internet information services was stopped in the app server. A technical support specialist confirmed that an agent had recovered all the serviced. The system functioned as intended after the issue was resolved.